Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on 11/02/2016 stating that this lead exhibited oversensing related to the minuted ventilation feature and high out of range pacing impedance measurements >3,000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).